Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Per literature, it was reported that: in this multi-center study across 12 centres in japan, 500 patients treated for persistent atrial fibrillation using cryoablation and radiofrequency ablation were included. Patients were randomly assigned in a 1:1 ratio to either cryoballoon ablation (non-boston scientific) or radiofrequency ablation where intellatip mifi catheter was selected for use. Pulmonary vein isolation was mandatorily performed in both the cryoballoon and radiofrequency groups. Procedure-related complications occurred in 14 patients: 5 in the cryoballoon group and 9 in the radiofrequency group. Cardiac tamponade was reported in one patient from each group, and cerebral infarction occurred in one patient in the radiofrequency group. Recurrent atrial tachyarrhythmias were observed in both groups and some required repeat ablation procedures. No procedure-related pulmonary vein stenosis, atrio-esophageal fistulas, or deaths were observed. Miyamoto, k., kanaoka, k., yodogawa, k., fujimoto, y., fukunaga, h., asano, s., nagase, t., terasawa, m., kusume, t., takada, y., takarada, k., sagawa, y., shigeta, t., ooka, j., ishikura, m., yoh, m., takahashi, h., inoue, y., nagase, s., kusano, k. (2025). Cryoballoon vs radiofrequency ablation in persistent atrial fibrillation: the crrf-peaf trial. European heart journal, 46(42), 4426-4437. Https://doi.org/10.1093/eurheartj/ehaf451.